Manufacturer narrative:
It was reported that . Another healing collar held at the dental office was placed. Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned products identified signs of use and damages on the threads. The device was located on tooth site #29 and removed same day. X-ray or picture was not provided. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the healing collar could not be screwed. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes.' H3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided.

Event description:
It was reported that the healing collar can't be screwed. Another healing collar held at the dental office was placed.